Event description:
It was reported that during a system upgrade, the physician dissected the coronary sinus and it was not possible to insert the left ventricular lead. Following the event, the patient was in good condition.

Manufacturer narrative:
The patient was in good medical condition after the event.